Manufacturer narrative:
The serial number (B)(4) belongs to the part 50166478, which is the lid of the article (B)(4). The manufacturing documents of this lid were reviewed and no complaint related issues were found. This DHR review is indeterminate as the provided part/lot combination is incorrect and because the history of the machine is unknown at synthes (B)(4) as this is documented in the local service centre.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Event description:
It was reported that the 14.4v battery was running intermittently. It was not used in surgery. No injuries or medical intervention were reported. This is report 1 of 1 reports for this event.

Manufacturer narrative:
A re-review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): investigation coordinated by synthes anspach. Report received indicates the customers complaint that this device does not function could not be confirmed. The unit was tested and passed all operational specifications.

Event description:
This is report 1 of 1 for the complaint (B)(4).